Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. During the disinfection of the cassette a fluid leak was noticed. The visual inspection confirmed that the leak was coming out from a deep cut, perforating the film of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering an m31-air detected in the cassette error message while in fill 2 of 5. The patient stopped the treatment and noticed a fluid leak while opening the cassette door. The cycler will be replaced for the fluid leak. The patient was advised to follow up with the pd nurse regarding this incident. Upon follow up with the patient it was determined the patient did not experience any adverse events as a result of this incident. The pd nurse was notified but no antibiotics were prescribed as prophylactic.